Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient could not inflate his inflatable penile prosthesis (ipp), the surgeon performed a revision surgery and verified that the device had very little fluid. There was a hole in the cylinder. The physician explanted and replaced the ipp device. There were no patient complications.